Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volbella® with lidocaine in the lips. Sometime later, the patient experienced ¿swelling, tenderness, upon palpation, noticeable swelling on the left upper and lower lip, red and dry, chapped. Patient describes discomfort, swelling persists despite benadryl and advil.¿ the patient was also treated with ¿prednisone 50 mg 1 time daily for 5 days, nodules went down nicely with prednisone, while some symptoms are resolving on the left side, the right side is starting to get sore and swell.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.